Manufacturer narrative:
Physio-control replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, the device intermittently fails the user test. There was no pt associated with the report. The device was sent to physio-control for evaluation and repair. When the device was evaluated by physio, it was observed that, after the device fails the user test, the device will not transfer energy until power is cycled.